Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: the loading unit, but did not clamp. After firing the instrument, the bowel opened and excremental flowed into the abdomen. The cutting edge bled, and it was necessary to use a new instrument for resection. Extension of the surgery time by more than 30 minutes. No blood loss of more than 250 cc, no extension of the incision by more than 1 inch, no change from endoscopic to open surgery.

Manufacturer narrative:
(B)(4).